Event description:
It was reported that the power pro cot could not unlock from the powerload due to a broken/damaged button assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.